Event description:
According to the implant center, patient reported that in 2001 the device extruded while showering. The device was removed without medical or surgical intervention. The next month, the patient hand delivered the device to the center. At that time, the surgeon cleaned the infected wound. The physician could not discern whether the patient's infection proceeded or was subsequent to the device extrusion. In addition, there is no indication that the implant had malfunctioned.